Event description:
The customer reported the system will not acquire images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced a broken cable conductor. (B) (4).